Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was noted to have an issue with the cable system. Cables were noted to be loose when trying to clamp the common bile duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while the surgeon was utilizing the applier to clip the bile duct. The issue was not related to unexpected motion. The issue led to an unsuccessful clip application however the clip did not open after closure of the clip. When trying to close the clip on the bile duct, the cables broke during the closure process. Large purple weck clips were used for the procedure. According to the surgeon, the clip applier and bile duct were the appropriate size. A different clip applier was opened and completed the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.